Event description:
No additional information received from customer.

Manufacturer narrative:
The initial medwatch reported the disposable distal attachment fell off; however; the customer later reported that the issue was mistakenly reported and did not occur, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. (Documented here in it¿s entirety due to character limitations in respective field). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the small intestine videoscope had the disposable distal attachment fall off into the patient's small intestines. The fallen piece was collected with grasping forceps. The event occurred during a diagnostic small intestine endoscopy. The procedure was completed with the same device, as the attachment was reattached to the same device with surgical tape wrapped around it. There was an estimated 15 to 20 minute delay to the procedure reported. There were no reports of patient harm.